Manufacturer narrative:
(B)(4). Additional information was received that the out of range shocking impedance measurements were still being observed over two years after the initial observations were reported. Additionally, the pacing impedance had decreased from 1000 ohms to 800 ohms. A review of the device data also noted one episode that noted questionable capture. A revision procedure was performed and the system was removed from service. During efforts to explant this lead, the helix would not retract and the lead was surgically abandoned. A new system was implanted without further incident. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) which was detected via the patient remote monitoring system. Additional information indicated that the cause of high sli was not conclusively determined. Testing the integrity of the system was not planned. The system will continue to be monitored through this remote monitoring system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.